Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation (vf). In addition, the signal was lost on all systems. The device evaluation was completed on 12-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. In the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation (vf). In addition, the signal was lost on all systems. In the middle of the procedure, 30 minutes after catheter use, the catheter was taken out of the body and red blinking was displayed on the carto 3 system, signifying high force readings from the catheter, while the catheter was laying on the table. The catheter was reinserted into the body and immediately all electrocardiogram (ECG) signals on both the carto 3 system and the recording system were lost. Several errors were also displayed on the carto 3 system and then the patient went into vf. The cable was disconnected from the patient interface unit when the physician was in the middle of shocking the patient for a second time. When the ablation cable was plugged back in, all signals returned, and all errors cleared. The original catheter was plugged back into the new cable and they lost all signals again. The catheter was replaced, and the issues resolved. Extended hospitalization was not required. The patient has fully recovered. The signal was lost on all systems and no rhythm from the patient was present on any monitor. After the procedure, review of the sequence of events on the ge recording system and the replay monitor on carto 3 system was done with the physician. He concluded that the patient was in sinus the entire time and the noise on the recording system and on the biosense webster's system were so bad from the ablation catheter that it looks like the patient was in ventricular fibrillation. The physician¿s opinion on the cause of the patient event is that it is related to the biosense webster leads and noise. Since this ventricular fibrillation event was life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The signal was lost on all systems was assessed as MDR reportable. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.